Event description:
It was reported that a serious programmer error occurred during an implant, while trying to program a patient. The screen froze prior to the message appearing. The screen brightness also flickered at times. The programmer rf head was returned with the programmer. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found two errors recorded on the programmer. The reported flickering screen was replicated only once when plugging in the programmer rf head, but the screen freeze could not be confirmed or reproduced. A circuit board was found to be out of specification. The fan was also noted to be noisy. (B)(4): the programmer rf head up-link tested out of specification. Rust was found on the magnet, and corrosion on the printed circuit board.